Event description:
The event involved a customer allegation of a device with the message 'battery discharged'. A review of the device history during testing and investigation showed that there were several entries for n252 (depleted battery) and n56 (replace battery) alarms logged during (B)(6) 2017. When the device was powered up, it displayed the battery depleted message with the battery icon empty. The device was connected to ac power and a message to keep device plugged into ac power was displayed. The device passed a self-test on ac power. When the device was disconnected from ac power, it displayed a depleted battery message and powered off. A new battery was installed and the change battery option was pressed. The device then passed testing. The complaint was confirmed with a probable cause of a combination of a depleted battery and change battery option not pressed and was related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.